Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Patient reported the lot of urinary track infections (utis). Patient was on antibiotics. Patient was checked by representative and confirmed that battery of implantable neurostimulator (ins) was low so the patient was going to have surgery to have the battery replaced. The programmer remote was lost. Patient was advised to call back again once the battery got replaced for replacement of lost programmer. Patient was implanted for interstim therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.